Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator (ICD) had recorded inappropriate ventricular fibrillation episodes due to oversensing noise as well as pacing inhibition. The ICD inappropriately delivered antitachycardia pacing therapy. The device was reprogrammed. The patient remained in stable condition.